Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing an inaccurate high issue while attempting to do a blood glucose test and a failed high control solution test with his one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issues with the subject meter began on an unspecified day in (B)(6) 2011. He obtained a glucose result of "554 mg/dl" on the subject meter, which he felt was inaccurate high compared to his feelings/normal values. Reportedly he also performed a control solution test and obtained a failed high result of "295 mg/dl" on the subject meter. The test strips printed control range indicates a passing range of "108-144 mg/dl". It is unclear if the patient tested with the control solution first or with his blood sample first. The patient stated that he manages his diabetes with insulin (pump therapy) and due to the alleged inaccurate high issues denied making any changes and continued receiving his usual treatment from the pump. The patient claims that because of the inaccurate high reading he received an overdose from the pump. Allegedly 30 minutes later after receiving the insulin treatment, he felt fatigued, sweaty and was vomiting. He denied receiving any medical treatment due to his symptoms. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter. However, thru troubleshooting it was discovered that the patient was and continues to use expired strips, because he cannot purchase new ones. He was also using control solution that had been open longer than the discard date. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.